Event description:
It was reported that bd intima-ii y 24gax0.75in prn ec slm npvc leaked at septum the following information was provided by the initial reporter, translated from chinese to english: why does the needle of xiangma high pressure resistant tube break during CT?

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information available.

Manufacturer narrative:
1. DHR/bhr review(lot#4296350): 1)this batch of products were assembled at intima ii auto line 2 in nov 2024, and packaged at r240 package line in nov 2024. Work order quantity was (B)(4) ea. 2)review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3)review the production records with no nonconformance, deviation or rework activities. 2. The customer returned 3 photos and no defective samples. Photo shows: the septum fell off, bleeding. 3. Performed 45psi leakage test for the retained samples of this batch, and no complaint defects are found. 4. This device (sku 383083) has never been declared to be used for high-pressure injection. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormalities are found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Since the product is not suitable for high-pressure injection, the root cause of the complaint may be related to the incorrect use of the product.customers are advised to use suitable products.